Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: abdominoplasty. Cathplace: just below the xiphoid in abdominal area. It was reported by a physician that a patient had abdominoplasty on (B)(6) 2010 and dural catheters were placed just below the xiphoid in her abdominal region, and two jp drains at her hip are after surgery. The catheters were removed three days after the initial surgery and at the office by a medical assistant. It is not known at the time that the one catheter was shorter than the other. In (B)(6) 2012, the patient went back to see the physician complaining of left hip pain. The patient did not return to see the physician again until (B)(6) 2012, this is when she reported to him that she had gone to another physician. She had an x-ray done in (B)(6) 2011, and it showed a foreign body (piece of catheter) in her left hip. The 9 inch catheter was eventually removed by surgeon.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. The lot number was not provided; therefore the device history records could not be reviewed. Results: at his time I-flow is attempting to obtain additional information. Conclusion: if additional information pertinent ot this event becomes available, I-flow will file a follow up submission. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation my arise from ongoing analysis, trend information, or other analysis as appropriate. The directions for use (dfu) (1307112, rev. A)provide cautions and directions on catheter removal if resistance is encountered. It also contains a caution of "do not cut or forcefully remove catheter." I-flow has also prepared a technical bulletin (1303971, rev. B) in order to prevent or decrease catheter breaks entitled: "tips of preventing in-situ catheter breakage with the on-q post-op pain relief system."